Event description:
The customer reported to olympus that the telescope "ultra", 5.4 mm, 30° broke while torquing scope in trocar causing an image problem during the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that rough handling when inserting the optic into the trocar. Which led to breakage of the lenses. Olympus will continue to monitor field performance for this device.